Manufacturer narrative:
Additional information was received that the patient's pain and tenderness was due to inadequate stimulation at the lower back. It was also noted that the patient's high impedance was due to loss of stimulation. X-ray result revealed fractured lead. The patient underwent a revision procedure wherein the ipg leads and clik anchor were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and tenderness. High impedances were also noted. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model#: sc-2317-70 serial #: (B)(4) description: infinion cx 70 cm lead.

Event description:
A report was received that the patient was experiencing pain and tenderness. High impedances were also noted. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Correction to fu #1 MDR in field date received by MFR: it should have been 05-may-2017.

Event description:
A report was received that the patient was experiencing pain and tenderness. High impedances were also noted. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.